Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to plug the usb cable into the usb port in order to charge the pump. Reportedly, a part of the usb cable broke inside the usb port. The customer¿s blood glucose level was approximately 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.